Manufacturer narrative:
(B)(4). (B)(4). Instrument b: batch # f5w68c, exp date: 07/25/2014; MFR date: 08/25/2009. The analysis results found that the ats45 device a was returned in good visual condition, with a white cartridge reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the ats45 device b was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap hand assisted nephrectomy, the first device the load did not discharge, it did not do anything. The second device partially fired and only half the staples fired. Another device was used to complete the procedure. No adverse consequences reported. (B)(6).